Manufacturer narrative:
During the onsite visit, the customer was advised on the pre-cleaning steps and required accessories as described in the evis exera iii colonovideoscope reprocessing manual. The endoscopy support specialist (ess) informed the customer of the correct way to perform pre-cleaning according to the IFU. The subject device was not returned to olympus for evaluation, as there is no allegation against the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer requested an olympus endoscopy support specialist to observe their staff during reprocessing of the evis exera ii ultrasound gastrovideoscope. An olympus endoscopy support specialist (ess) observed the handling of devices in the reprocessing area. The ess reported observing staff performing pre-cleaning on a device. For the device in question, the staff did not perform the suction steps required as part of the pre-cleaning process. In addition, the staff did not use the washing tube required for manual flushing during pre-cleaning. There were no reports of patient harm or impact associated with this event. The customer confirmed there was no impact to procedures (no delays or cancellations) and there was no impact to patient (no adverse effects, no extension of sedation or anesthesia, no medical intervention). Refer to related reports with patient identifiers (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the improper manual cleaning the scope according to the olympus instruction was use error. Olympus will continue to monitor field performance for this device.